Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a 65-year-old patient underwent a port placement procedure using powerport m.r.I. Isp. Post the procedure, the patient reported a burning sensation and pain during flushing. The nursing staff advised the patient to contact the center if new symptoms appeared. Examination confirmed pain at the port site, and a chest x-ray revealed a possible device rupture, which was later confirmed by a CT scan. Specialists (cardiologist, interventional radiologist, and vascular surgeon) diagnosed a device rupture with a fragment present in the right atrium. The port removal surgery was performed under fluoroscopic guidance on (B)(6) 2026. The current status of the patient is unknown.